Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00226. The pt's ((B)(6)) occipital nerve stimulation system (off-label) included two percutaneous leads from the same lot and one lead extension. It was reported the pt felt a protrusion in his neck. Surgical intervention was subsequently undertaken to explant the pt's leads and lead extension due to a suspected infection. A culture was taken during the surgery; however, the results have not been disclosed. The procedure was completed with the replacement of the pt's leads. The physician elected to relocate the ipg pocket negating the need to implant a new lead extension. Oral antibiotics were administered to the pt as treatment for the suspected infection.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was corrected and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.